Event description:
The patient has a deflated left breast saline implant. In 2004, the patient underwent revision of the bilateral reconstructed breasts. The patient's postoperative course was uncomplicated. The patient contacted the clinic two weeks after surgery reporting a slow decrease in size of the left implant.